Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA state indicating that the device "completely stopped working". It is known the device was used in surgery and that no injury was reported. It is unk if medical intervention or a delay occurred during the surgical procedure. There was no additional info was provided.